Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was having trouble with recharging the ins. Pt did not have equipment accessible for troubleshooting. Pt will call ps back with equipment present for troubleshooting the issue. Pss provided the pt with the case number for reference when she calls back. Pt states that this issue started probably a month ago.